Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the collar wash valve to resolve the issue. Fse verified quality control recoveries for bun, alt, ast, cr-s and uric acid were acceptable. Instrument resumed operation. The beckman coulter internal identifier for this report is (B)(4).

Event description:
During service visit, the beckman coulter field service engineer (fse) found reagent probe b leaked causing intermittently suppressed quality control results for bun (blood urea nitrogen), alt (alanine aminotransferase), ast (aspartate aminotransferase), cr-s (creatinine) and uric acid on their unicel dxc 600i synchron access clinical chemistry system. The leak was contained to the instrument. The leaking fluid was diluted wash solution. The operator wore a lab coat and gloves while handling the leak. No one was injured or exposed. No erroneous results were generated.